Manufacturer narrative:
A product investigation was completed: two parts belonging to the trochanteric fixation nail system was returned; both are helical blade inserters (part 357.372, lot 6045128, manufactured december 17, 2008 and lot 6270763, manufactured december 03, 2009). Upon receipt of these devices it was seen that both lot 6270763 and lot 6045128 are in average condition, with minor signs of hammering, the alignment indicator can be attached and removed and can be tightened onto the shaft of the inserter, there is minor damage to the internal pin of the alignment indicator but it can be mated with the shaft. The complaint against both of these parts is unconfirmed. The root cause is undetermined. Two synframe half rings (part 387.337 lot 1541106) were returned with the complaint that screws are missing. Per service and repair the complaint was confirmed. The following parts were replaced for both synframe half rings: hex screw m7 x 0.75, stop screw. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. The drawings for the helical blade inserter were reviewed. The device conforms dimensionally to the drawings, and the design was determined to be adequate for the intended use of this device. The complaints against these helical blade inserters are unconfirmed and the root cause is undetermined. The design of this device was found to be adequate for its intended use and did not contribute to this complaint condition. The complaint against the synframe half rings was confirmed, the screws were replaced and the devices were returned to the customer. The design of this device was found to be adequate for its intended use and did not contribute to this complaint condition. Corrected service history review: lot 1541106: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is unknown and cannot be traced. There was a non-conformance report referring to the etch on the device does not match the work order or the label. This non-conformance report is unrelated to the reported issue. The service history evaluation is unconfirmed. Corrected service and repair evaluation: the customer reported the screws were missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw m7 x 0.75, stop screw. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been reported part (B)(4) lot 6045128 (helical blade inserter) the alignment indicator is stuck and can't be unscrewed. Part (B)(4) lot 6270763 (helical blade inserter) the alignment indicator will not tighten down onto the top of the main body of the instrument. 387.337 x2 (synframe half ring) screws are missing. All items discovered preoperatively and were traded out with new instruments to complete the sets. No case or patient involvement. This report is 4 of 4 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation of the complaint articles indicates that the: service history review: lot #1541106 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is unknown and cannot be traced. The service history evaluation is unconfirmed. A service history maintenance review was performed. The investigation of the complaint articles indicates that the: the customer reported the screws were missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw m7 x 0.75, stop screw. This item was repaired, passed synthes final inspection and returned to the customer on (B)(6)-2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.